Manufacturer narrative:
(B)(4). The customer report of: "... Broken needle ..." Was confirmed. Confirmation is based on the investigation results showing that the device suffered a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure modes: ul - needle broken: needle broken occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "broken needle. After first fire, suture was not visible and could not deploy urethral endpiece". No patient harm or injury. The patient status is reported as "fine".